Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a defective jaw tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, the instrument's bipolar jaw disk is defective. It is unknown if the reported event had any impact on the patient.